Manufacturer narrative:
The device was removed but not returned. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient's pituitary gland was shrinking and the patient required an MRI. Nevro attempted to obtain additional information regarding the nature of the symptoms but was unsuccessful. The device was explanted to allow the patient to have the MRI and there have been no reports of further complications regarding this event.